Event description:
Pt status post right wrist fracture implanted with distal radius plate on (B)(6) 2012 returned to surgeon. An x-ray on an unk date showed a non-union of the fracture. Pt was returned to operating room on (B)(6) 2012 and the plate and screws were removed. Pt was revised to competitors product. This is 7 of 9 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.